Event description:
During adenoidectomy, an area of insulation on the suction bovie electrode was seen to have failed. The surgeon examined the pt's surgical site and noticed an area of about 4.6 mm adjacent to the surgical site that had unintentional ablation / cauterization caused by the failed insulation. No other injuries noted.